Event description:
This spontaneous report (2022-cdw-00261, 007547510a) from the united states of america was reported by a consumer and concerns a male patient (age unspecified) whose spinbrush rotating head broke off and had chipped off part of his two front teeth coincident with spinbrush recharge unspecified ( a and h spinbrush unspecified). The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient initiated spinbrush recharge unspecified ( a and h spinbrush unspecified) (batch number: unknown). He stated, while using it, spinbrush rotating head broke off and it chipped off part of his two front teeth. No additional information was available. Action taken with a and h spinbrush unspecified (spinbrush recharge unspecified) was unknown. The outcome of the event chipped off part of two front teeth was unknown. The outcome of the event the spinbrush rotating head broke off was not applicable.